Event description:
It was reported that pump displayed malfunction code 23 with fault ID 0x221a and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed warranty and shipping details, provided instructions for storage mode and pump return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.